Event description:
A 6mm diameter x 150mm length complete se stent delivery sys was selected for insertion into a pt for the treatment of left sfa lesion. It is unk if the lesion was pre-dilated. The vessel morphology was reported as 90% stenosis. It was reported that a dissection occurred during stent placement; distally to the implanted stent. The dissection was treated with balloon angioplasty. The pt has been discharged. The investigator has indicated that the event was definitely related to the study device and to the procedure.

Manufacturer narrative:
Evaluation: results: dissection. A 90% stenosis. Conclusions: a 90% stenosis.